Event description:
The account reported that the bed exit is not setting and is requesting a tech out for repair. The bed is located in the hospital room. There is no pt/user injury reported. This report was filed in our complaint handling system as complaint number: (B)(4).

Manufacturer narrative:
The tech found the bed functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No repair was needed, the bed functions as designed. Based on this info, no further action is required.